Event description:
The affiliate reported that the device was obstructed and gave a problem of over drainage. All drains that were in the customer¿s stock were recently changed. Also, please see complaints (B)(4), however the related complaints were not associated with overdrainage.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The affiliate stated: the customer reported an issue in several drains: devices were obstructed and they gave a problem of over drainage. We opened the complaint (cod 13-24 is the ref #) but we did not receive any feedback from qa dept. (And neither from manufacturer). In july we switched all drains in customer's stock, but today another issue has occurred in the same hospital with a different lot number. Please see complaints (B)(4). 10/30/2013 the affiliate was asked to confirm if this was a new complaint. 11/04/2013 the affiliate confirmed that this was a new complaint. Customer response: yes it was. A new complaint was opened and we sent communication to local qa on october 1st. (B)(6) 2013 the affiliate confirmed that the device will not be returned. Customer response: no, unfortunately it will not. They were still waiting for our feedback (same issue) and since they did not get it yet, they notified it to us, but they did not hold the device. (B)(6) 2013 the affiliate was asked to confirm the details of the event description which states an over drainage (B)(6) 2013 the affiliate confirmed that it was not an over drainage but an under drainage customer response: probably it's a typo: we are talking about "under drainage". The main issue reported by customer is that in all these complaints (all are presenting the same issue) there are problems in emptying the chamber. The drain works, but when chamber is full it is not possible to discharge it. Due to this fact, they applied the hole on top (the air passage probably allows liquid dropping to the bag). Of course this is related to important risks for patients. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.